Event description:
Livanova deutschland received a report that the heater cooler 3t system patient side heating function was not working properly. The event occurred during procedure. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. Livanova field service engineer was dispatched to customer facility to inspect the device. The issue was confirmed and in order to fix it the a/c board and patient circuit bridge were replaced. Following the intervention, a functional verification test was run and successfully completed, and the unit was returned to service. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. Based on the investigation findings, the root cause of the event was attributed to an electric/electronic problem of the replaced components, most likely resulting from cumulative wear over time. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.